Event description:
Event description interrogation of the patient's implantable cardioverter defibrillator (ICD) at a routine follow-up visit, noted inappropriate atrial pacing. The physician performed an invasive procedure to evaluate the system and noted that this sweet tip lead was 'broken' at the is-1 terminal pin. The physician elected to remove the lead from service.